Event description:
On (B)(6) 2014, the patient and her husband reported the up button on the infusion device works intermittently, and the button will occasionally stay down after being pressed. No physiological effects were reported in relation to this event. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This is related to MDR with patient identifier (B)(6).